Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure for atrial fibrillation, a faradrive steerable sheath was selected for use. When the farawave catheter was introduced into the faradrive sheath, bubbles were observed in the sheath's flushing line. The physician performed routine aspiration to remove the air; however, despite multiple attempts, air bubbles continued to appear. No air was visualized inside the patient at any time. The sheath was replaced, but the same issue occurred with the second device. The procedure was successfully completed using a third faradrive sheath and the first farawave catheter. No patient complications occurred, and the patient recovered fully.